Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in training in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, approximately 30 minutes, post procedure, blood was noticed on the gauze and a 1cm hematoma was found. No treatment was done. There were no reported adverse patient sequelae. Though requested, no additional information was provided.